Event description:
The customer reports that the crystalens haptic was loose and bent prior to handling. No patient contact.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.